Event description:
Customer called concern about meter reading low, he stated this was his second meter which has been replaced. Customer states that he feels fine and does not require medical attention. Customer's expected results are 100-145 mg/dl. Verified the strips expire 10/24/2017 and were first opened 02/21/2015. The customer confirms the strips are stored correctly. Reviewed the memory: customer stated he ran blood glucose test, and result was 50 mg/dl he ran a test using wife's meter and results were over 100 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.